Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, the atrial lead exhibited high threshold. Chest x-ray revealed that the lead had dislodged. The lead was repositioned. The patient was stable after the procedure.